Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were having a problem with their back in regards to the newly implanted urinary stimulator. Patient stated they have a pain stimulator that has been implanted for a long time in their back for their right leg and now they got this stimulator to help them stop having accidents on urinating and bowel. Patient reported the pain from their back will go right down through where the ins was implanted and right down their leg but it's not the control part right there almost at the top. Agent asked patient when they first noticed the pain and patient stated it was bothering them when they put the new stimulator in because it was going to be sore so they put up with that and now that it's all healed it's continued to give her pain for her back and also going down the leg. Patient mentioned their back stimulator is at a comfortable level but that's not what the problem is. Patient did not know if the new ins is kind of cockeyed or pinching the nerve or making her problems hurt. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2024.  Patient called back reporting that same symptoms. Agent reviewed information and suggested to decrease the intensity on the interstim system. Patient declined decrease and will set an appointment with the health care provider.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.